Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: pins are bent. The pins are bent at the approach. The trial prostheses can not be positioned properly. This is report 1 of 1 for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The performed investigation has shown that a tip of prodisc use instrument is slightly bent. Due to this deformation, it is not possible to attach the prodisc implant. Please note that a correct and extensive mobilization is essential, and that the actual error could have been avoided. No product fault could be detected. Device is an instrument and is not single use.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record found no complaint related issues.